Event description:
Reporter alleged discrepant back-to-back blood glucose results of 246 mg/dl,140 mg/dl, and 110 mg/dl when tests were performed within 10 minutes apart on the advantage system. The location in which the testing was performed was not provided. The customer did not change treatment as a result of the comparison. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.